Manufacturer narrative:
This report is submitted on march 25, 2022.

Event description:
It was reported that the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 23, 2022.